Event description:
The reporter stated the haptic of an eyeonics lens was torn upon insertion. The lens was removed with no patient injury, and another same type lens was implanted. The patient's current prognosis is excellent. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the injector, cartridge and a loading error.